Manufacturer narrative:
As reported, a 4x40mm 40cm 0.018 hp slalom percutaneous transluminal angioplasty (pta) balloon catheter ruptured at twelve (12) atmosphere pressures (atm). There was no reported patient injury. The lesion was the posterior tibial artery and shunt. The vessel level of calcification was severe and level of angulation and tortuosity was moderate. The device was prepped per the instructions for use (IFU). The device was prepped normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon was inflated normally. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The device was not returned for analysis since it was discarded. A device history record (DHR) review of lot 17627154 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification with moderate tortuosity and angulation) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom pta balloon catheter (.018 hp 40 4x4) ruptured at 12-atmosphere pressure (atm). There was no reported patient injury. The lesion was the posterior tibial artery and shunt. The vessel level of calcification is severe. The vessel level of angulation and tortuosity is moderate. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. The balloon was inflate normally. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The device will not be return for analysis as it has been discarded by mistake.